Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeb01a, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 3 minutes, she obtained blood glucose readings of 145 mg/dl on the contour xt meter and 85 mg/dl on another ascensia meter. The customer was experiencing symptoms of hypoglycemia such as sweating, nausea and shaking. The customer took glucose and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.